Event description:
It was alleged that during use on a patient an overinfusion of potassium occurred. It was noted that the rate set was 75cc/hr and the 1 litre bag delivered in 3-1/2 hours. There was no reported patient consequence.